Manufacturer narrative:
The reported event of high rv-lead impedances and rv-setscrew anomalies were not confirmed. Analysis revealed the rv-setscrew was normal and could be tightened normally on leads with the wrench clicking confirming the setscrew was tightened. Analysis revealed the device was electrically normal. The device read lead impedances normally in lab testing with normal rv-output pacing. The device image shows the device had been programmed to atrial output only pacing mode. Due to this programming no rv-lead impedance measurements were made on the event date of 11/26/25. Lab testing found the rv-output normal with the device reading the applied loads (lead impedances) normally when programmed to ddd pacing mode. The device passed all electrical and environmental testing and found normal with no anomalies. Possible user related issues likely occurred in the programming of the device causing the reported problems.

Event description:
It was reported that the patient had presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker exhibited high pacing impedance when the right ventricular (rv) port was connected, but the impedance was normal when tested with a pacing system analyzer and when connected to the right atrial port. An unusual clicking sound was heard when turning the hex wrench in the rv port. Because the lead was difficult to place in the rv port, the first pacemaker was not used. The physician then attempted to connect the lead to a second pacemaker, but the same issues persisted. The second pacemaker was also not used and was replaced during the same procedure on (B)(6) 2025. The patient remained in stable condition.